Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
07/28/2015, update - patient status reported as "fine".

Event description:
It was reported that a revision surgery was performed on monday, (B)(6) 2015 to remove a broken variable angle condylar plate. It was reported that a broken, ten-hole right variable angle plate was removed approximately six weeks after the original implant date. It was also reported the patient had a non-union. The patient's femur was revised with an intramedullary rod being implanted in place of the broken plate. The broken plate and intact screws were easily removed with no harm to the patient or surgical delay. This report is for an unknown number of unknown screws. This is report 2 of 2 for com-(B)(4).

Manufacturer narrative:
This report is for an unknown number of unknown screws/unknown lots. Unknown date; reported as approximately six prior to revision procedure on (B)(6) 2015 without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.